Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited loss of capture on telemetry and heart rate was pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited loss of capture on telemetry and heart rate was pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.